Manufacturer narrative:
The investigation concludes that an operator splashed liquid waste in their eye while performing maintenance on the vitros 5600 integrated system. The root cause of this event could not be determined. There was no evidence an instrument malfunction contributed to the event. The operator was following the instructions as documented in the vitros 5600 maintenance and troubleshooting guide. An operator error was not identified as a contributing factor, but cannot be ruled out entirely. The investigation concluded that the incident did involve exposure to mucosal tissue with the liquid waste fluid, therefore, the potential for a blood borne pathogen infection due to the event cannot be ruled out. Although medical treatment was sought, the customer had no adverse reactions or symptoms as a result of this event, however it is unknown if there is a long term effect due to the exposure.

Event description:
An operator was splashed in the eye with liquid waste while performing maintenance on the vitros 5600 integrated system. This event constitutes biohazard exposure. There was no immediate harm to the subject as a result of this event. (B)(4).